Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and performed failure analysis. During failure analysis, the reported failure (error 23025 along axis 3) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The component was installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Manufacturer narrative:
Based on the claim against the product by the customer noting error message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified repeated recoverable fault 23035 and replaced the master tool manipulator (mtm) to correct the reported issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer experienced a error 23025 on the system. The customer continued the surgery with swapping the console of other system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, no additional information was obtained.